Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The overlay screen was cracked.

Event description:
It was reported the programmer has a cracked screen. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.